Manufacturer narrative:
H6 investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure and a post use needlestick injury. The following information was provided by the initial reporter: "it is reported customer experienced safety shield falling off leading to a dirty needle stick. Verbiage received, - "we had another issue with the bd straight needles. This time it was a green 21g, when the phlebotomist went to engage the safety, it broke off and resulted in a needle stick. The needle was discarded after the event so I cannot tell you which lot it was." Customer is referring to (B)(4) that was reported (B)(6) 2020."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure and a post use needlestick injury. The following information was provided by the initial reporter: "it is reported customer experienced safety shield falling off leading to a dirty needle stick. Verbiage received, - "we had another issue with the bd straight needles. This time it was a green 21g, when the phlebotomist went to engage the safety, it broke off and resulted in a needle stick. The needle was discarded after the event so I cannot tell you which lot it was." Customer is referring to (B)(4) that was reported (B)(6) 2020."